Event description:
During preventative maintenance, the field service engineer (fse) noted that the manipulator controller ergo base (mceb) of surgeon side console (ssc) failed its pm checks. There was no report of patient involvement.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the surgeon side console (ssc) manipulator controller ergo base (mceb) to correct the issue. The system was tested and verified as ready for use. Isi did receive the product involved with this complaint to perform failure analysis; however, failure analysis has not completed their investigation.